Manufacturer narrative:
.

Event description:
A patient who had finished their lengthening treatment had accidently fallen from the top of an rv step and allegedly fractured their precice nail.

Manufacturer narrative:
The patient had completed their course of treatment with the precice imll system. The patient allegedly fell off of an rv step and fractured the implant. The precice nail was removed the patient was implanted with a trauma nail, without incident. To date, the patient is doing fine and has fully recovered.